Event description:
It was reported that the arctic sun device was not cooling.per wo notes, the data file showed clear evidence that the mixing pump had failed. The device had recently been serviced, but only the circulation pump had been replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per gudid.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.